Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant the patient experienced pocket infection. Cultures were taken and gram positive was confirmed. The implantable pulse generator (ipg) system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.